Event description:
It is reported that the patient's insulin pump is displaying a button error. Patient's blood glucose level is 118mg/dl. Trouble shooting is conducted and found water damage. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot. No moisture damage was noted inside of the insulin pump.